Event description:
It was reported that a lead insulation fracture was suspected on this right ventricular (rv) lead. Noise and high out of range pacing impedances were noted to have increased suddenly. Several episodes had noise oversensing, leading to inappropriate anti-tachycardia pacing (atp) therapy. Lead replacement and therapy upgrade is expected, but not yet scheduled. This investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. This rv lead as surgically capped and abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that a lead insulation fracture was suspected on this right ventricular (rv) lead. Noise and high out of range pacing impedances were noted to have increased suddenly. Several episodes had noise oversensing, leading to inappropriate anti-tachycardia pacing (atp) therapy. Lead replacement and therapy upgrade is expected, but not yet scheduled. This investigation will be updated when further information becomes available. No adverse patient effects were reported.